Event description:
It was reported that the surgeon found that the 6 x 14 cervical disc didn't match the footprint of the 6 x 14 implant trial. A 6 x 12 cervical disc was ultimately implanted without any surgical complications.

Manufacturer narrative:
The implant was returned for evaluation and a 100% inspection was performed and found that the device was made according to specifications. Analysis of the trial confirmed that the trial does not exactly match the profile of the corresponding size implant. A corrective action was initiated to address this issue.